Event description:
Consumer says she was brushing her teeth and the bristles got stuck in her air pocket. Her husband had to use tweezers to get it out. She bought these some time ago so she does not have the receipt.